Event description:
It was reported that the abutment screw loosened. Tooth site # 46 (fdi).

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Xiitp4310, osseotite® tapered certain® prevail® implant 4/3 x 10mm, lot number 2018101770. Initial reporter¿s title is not provided / unknown.

Event description:
It is reported that the loosened screw had previously been re-tightened.

Manufacturer narrative:
This report is being submitted to report additional information to 0001038806 - 2022 - 01380. Further information from the customer has revealed that this event does no longer meet the requirements for a reportable event. No further medwatch reports will be submitted for this event.